Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: photo investigation: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Device investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition. The cable connector and pins are in good condition. The device will be sent to the manufacturer for further review. Manufacturing investigation result for vapr s90 4.0mm w/integr hdp -ea: the device was returned in its original packaging. The tip is used, shows use of activation, small amounts of debris within the tip. The handle assembly is used, no misuse. Significant indentation on the suction tube near the bottom - potentially caused by the clip being shut for too long. The device as presented passed all electrical and functional tests. It was noted that bubbles were present during footswitch activation without suction. Bubbles did not appear during activation with suction performing. The device performed as expected. As a result of our investigation, there are no faults found and we are unable to substantiate the complaint. The overall complaint was not confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would have not contributed to the complained device issue.¿ based on the findings, the investigation could not draw any conclusions and no potential cause about the reported event can be established since the device passed the visual and functional testing. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Event description:
It was reported that during service and evaluation, it was determined that the vapr s90 device had a foreign substance. It was reported in the service order that the during an anterior cruciate ligament repair surgical procedure, it was observed that the device was found to have many bubbles in the surgical field and eschar was formed. There were no reports of delays to a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.